Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad unresponsive and motor error alarm. The customer¿s blood glucose level was 287 mg/dl at the time of the incident. Customer states that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to motor error alarm during basic occlusion test. Motor passed motor test. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm during testing.